Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted:

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was evaluated and the allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted (B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.